Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for supraventricular tachycardia (svt) with an ez steer navigational 4mm catheter and suffered a heart block requiring no medical or surgical intervention. During mapping, while maneuvering the ablation catheter and marking the his cloud, the physician thought the atrioventricular (av) node may have been bumped, causing mechanical trauma and subsequent av dissociation. Patient was reported to be in stable condition with a junctional escape rhythm at 90 bpm. On post-procedure day 2, the baseline conduction resumed. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. It was noted that no ablation was performed. Physician¿s opinion regarding the cause of the adverse event is that it was related to mechanical trauma to the av node.